Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt was communicating intermittently when the electrode belt trunk cable was manipulated. The cause of the intermittent communication was damaged wires inside a heavily kinked trunk cable. The root cause of the kinked cable and the intermittent wire connection, cannot be positively identified, but was likely rough handling during normal pt use. No adverse event resulted from the damaged cable and intermittent wire connection. The pt received a replacement electrode belt.

Event description:
During servicing of a (B)(6) old, male, pt's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt was communicating intermittently. The pt was issued a replacement electrode belt.